Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. H3 other text : device not yet received.

Event description:
A customer reported that the 131309a, goldline, btn, holst, ultraclean device was being used during an unnamed procedure on (B)(6) 2024, and the device ¿started going off by its self¿. The procedure was completed without the use of an alternate same device and with no delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
A customer reported that the 131309a, goldline, btn, holst, ultraclean device was being used during an unnamed procedure on (B)(6) 2024, and the device "started going off by its self". The procedure was completed without the use of an alternate same device and with no delay. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned and no photographic evidence was provided therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only such occurrence for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised that these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. Always place unused associated electrosurgical accessories in a safe insulated location such as a holster when not in use. We will continue to monitor for trends through the complaint system to assure patient safety.